Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/perforation one of the two coils on right side was lodged in my right ovary"), device dislocation ("migration of essure (left coil to abdominal cavity)") and pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "on the right side first essure device failed to deploy". The patient's concurrent conditions included endometritis, esophageal reflux, vitreous floaters, anemia, low back pain, paralytic ptosis, exotropia, diplopia, coccydynia, tingling, neuralgia, lymphadenopathy, lumbago, gastroenteritis and dry eye syndrome. Concomitant products included azathioprine since december 2017, ferrous sulfate from (B)(6) 2012 to august 2012, folic acid from (B)(6) 2012 to (B)(6) 2012, indometacin (indomethacin) since (B)(6) 2017, iron from may 2012 to (B)(6) 2012, misoprostol since (B)(6) 2012, omeprazole since october 2017, oxycone (percocet), prednisone from march 2017 to july 2017 and prenatal vitamins from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced nausea ("nausea"), night sweats ("night sweats") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2013, the patient experienced headache ("headaches"), dizziness ("dizziness") and fatigue ("fatigue"). In november 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In december 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced muscle spasms ("muscle spasms"). In july 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia,"), suprapubic pain ("suprapubic region pain"), migraine ("migraines"), autonomic nervous system imbalance ("vasomotor symptoms associated with boating"), ovarian cyst ("right ovarian cyst follicle") and arthralgia ("hip pain"). The patient was treated with surgery (martial removal, laparoscopy with right salpingectomy and removal of essure coils and segment of right). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, suprapubic pain, migraine, headache, nausea, dizziness, night sweats, autonomic nervous system imbalance, ovarian cyst, fatigue, irritable bowel syndrome, alopecia, muscle spasms and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autonomic nervous system imbalance, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, night sweats, ovarian cyst, pelvic pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2013: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/perforation one of the two coils on right side was lodged in my right ovary"), device dislocation ("migration of essure (left coil to abdominal cavity)") and pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. A45117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "on the right side first essure device failed to deploy". The patient's concurrent conditions included endometritis, esophageal reflux, vitreous floaters, anemia, low back pain, paralytic ptosis, exotropia, diplopia, coccydynia, tingling, neuralgia, lymphadenopathy, lumbago, gastroenteritis and dry eye syndrome. Concomitant products included azathioprine since december 2017, ferrous sulfate from may 2012 to august 2012, folic acid from may 2012 to august 2012, indometacin (indomethacin) since october 2017, iron from may 2012 to october 2012, misoprostol since (B)(6)2012, omeprazole since october 2017, oxycocet (percocet), prednisone from march 2017 to july 2017 and prenatal vitamins from may 2012 to october 2012. On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced nausea ("nausea"), night sweats ("night sweats") and irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6)2013, the patient experienced headache ("headaches"), dizziness ("dizziness") and fatigue ("fatigue"). In november 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In december 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced muscle spasms ("muscle spasms"). In july 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhea"), dyspareunia ("painful intercourse/ dyspareunia,"), suprapubic pain ("suprapubic region pain"), migraine ("migraines"), autonomic nervous system imbalance ("vasomotor symptoms associated with boating"), ovarian cyst ("right ovarian cyst follicle") and arthralgia ("hip pain"). The patient was treated with surgery (artial removal, laparoscopy with right salpingectomy and removal of essure coils and segment of righ), surgery (artial removal, laparoscopy with right salpingectomy and removal of essure coils and segment of righ) and surgery (underwent a procedure to remove the essure device.). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, suprapubic pain, migraine, headache, nausea, dizziness, night sweats, autonomic nervous system imbalance, ovarian cyst, fatigue, irritable bowel syndrome, alopecia, muscle spasms and arthralgia had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autonomic nervous system imbalance, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, night sweats, ovarian cyst, pelvic pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6)2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events- menorrhagia, migraines, headaches, migration of essure (left coil to abdominal cavity), nausea, perforation (fallopian tube)/perforation one of the two coils on right side was lodged in my right ovary, dizziness, night sweats, vasomotor symptoms associated with boating, right ovarian cyst follicle, fatigue, abdominal pain, irritable bowel syndrome, hair loss, muscle spasms, hip pain, suprapubic region pain, on the right side first essure device failed to deploy were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove the essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.